Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jul-2018 with the following findings: the keypad rubber cover was intact with no tearing or peeling. The "contrast" and "up arrow" keys were responsive. The "down arrow" and "ok" keys were intermittently responsive. The keypad cover was removed and the "down arrow" and "ok" keypad key contacts were cracked. There was no contamination under the key contacts. Unrelated to the original complaint, battery compartment cracks were observed in the thread area and below the grip pad. The "audio bolus" button cover was lifted and was missing the white slug. The audio bolus button was not responsive due to the missing white slug.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.